Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2010 and performed to specification up to (B)(6) 2013. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2013 and (B)(6) 2014 and (B)(6) 2015. The pad-pak became depleted during this time and a further pad-pak was installed. On the last log entry on (B)(6) 2015, the device failed a self-test during a manual power cycle due to a low battery. The device was disassembled for investigation. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low battery fail may have been due to the pad-pak not being properly seated within the device or a partially depleted unit may have been installed for the self-test. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.